Event description:
On (B)(6) 2012, during a call to troubleshoot a separate issue, the reporter, the mother, checked the patient's blood glucose (bg) and reported the meter read "hi". The patient had mild symptoms of nausea and thirst. Mother states last bg was 190 mg/dl taken at 1:30pm today. Mother wants to make sure pump is delivering properly. Mother gave patient an injection of rapid acting insulin 3 units. Patient has history of hypothyroid and is not medication, but no recent changes. No diet or activity changes are reported. Customer support reviewed all settings and programming and no discrepancies were found. Advised mother no defect found in delivery of insulin. Advised to contact health care provider (hcp) to notify of elevated bg and for possible setting changes. Mom will contact hcp tonight. This complaint is being reported based on the allegation that the pump is not delivering properly and the patient experienced hyperglycemia as a result.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.